Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received filled and attached to a syringe in the fill port. The syringe was removed and visual inspection identified a crack on the fill port. The reported leak was determined to be caused by the crack. The cause of the crack was not able to be determined, however a quality alert was issued to increase awareness during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 09/05/2013 to 09/06/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the filling port. This occurred during filling with glucose. There was no patient involvement. No additional information is available.